Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the cut wire did not bow. A second device was used and the procedure was successful. At the conclusion of the procedure, the patient's condition was reported to be "stable."

Manufacturer narrative:
A visual evaluation found that the cutting wire was capable of deflecting past 90 degrees when the handle was bowing up past the sheath, while in the deactivated position. The distance between the cutting wire and the brown marker was measured, using a calibrated ruler, while the cutting wire was in the deactivated position. The distance measured 6mm. The manufacturing specifications indicate that the distance is not to exceed 4mm. The cutting wire was also badly bent. The customer complaint of the cutting wire not bowing was not able to be confirmed. However it does appear that the tension was not properly set on the cutting wire during manufacturing thus causing it to be too long. This could have prevented the cutting wire from performing properly during use, but did not prevent it from performing properly during testing.